Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in loading a new cartridge; however, the customer refused to proceed with the cartridge load and decided to use a new pump instead, requiring no further action.